Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus could not identify a definitive root cause of the event. The event can be detected and prevented in accordance with the following instruction for use (IFU). Important information ¿ please read before use do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during device evaluation. That the ultrasound gastrovideoscope had a gap between the acoustic lens and ultrasound probe. There was no patient involvement.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted, upon receiving additional information.